Manufacturer narrative:
The reported event of device unable to interrogate was confirmed. As received, device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. Header problem is consistent with a manufacturing anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker could not be detected by a programmer. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.